Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving a reading of 59 mg/dl obtained on the adc sensor scan and stated the reading was lower than what was felt. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer felt light headed and self-treated with unspecified treatment and was taken to the hospital. Upon arrival at the hospital, a healthcare professional (hcp) meter reading of 1200 mg/dl was obtained and the customer was admitted to the hospital and received hcp administration of insulin for treatment of a diabetic ketoacidosis diagnosis. The customer was reportedly admitted to the hospital for 3 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not reported. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.